Event description:
It was initially reported to philips that the heartstart xl defibrillator showed a report error 10. It was clarified that the error was a therapy delivery test failure. There was no patient involvement.